Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had si joint pain relief following the procedure but later complained of leg pain. The surgeon determined via CT scans that the cranial positioned implant had slightly breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the implant by chiseling it out as it was very solidly fixed in bone. He then placed bone graft into the explant void. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.